Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a sensor issue. The field service agent called customer to set-up appointment. Customer was not aware of the issue and stated the device was functioning as expected. Customer will call back if issue comes back. The system functioned as intended based on customer response.

Event description:
It was reported when using the bd pyxis medstation es system remote manager constantly clicking and not allowed the refrigerator to open. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.